Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500mg/dl which was treated with manual injection. Customer states that they had bent cannula. Customer also reports that insulin pump alarmed for no delivery which was resolved by changing infusion set. No delivery alarm did not occur during manual prime. The insulin pump will not be returned for analysis.